Manufacturer narrative:
Device is an instrument and is not implanted/explanted. Subject device has been received and is currently in the evaluation process. Without a lot number a review of the device history records can not be requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A product development evaluation was completed: the 357.515 ball hex screwdriver 8mm was received with the shaft only. It was missing the handle and lot number is contained there. Shaft only is noticeably worn and proximal gouging evident from retaining pin rotational displacement and subsequent loss. The 8mm ball hex driver is a necessary tool and recommended for use when attaching the cannulated connecting screw through the insertion handle then tightening onto the trochanteric fixation nail to facilitate intramedullary fixation of proximal femur fractures. The handle of the device is missing and was not returned. The condition of the device shows evidence of significant use and based on the relative drawing features of this vintage driver could be as old as 12+ years. The wear of the device provides that indeed it has been heavily used for a significant period of time. The drawing also provides for suitability of the intended vintage design, application and dimensional conformity when used as recommended. The returned device shows evidence of many years of useful service and appears to have worn out the handle which ultimately became detached and lost. It remains likely that age, significant service life and repeated sterilization cycles have led to this confirmed complaint which is not the result of a design deficiency. Health professional inadvertently checked off; should be only company representative. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported several instruments were found damaged during cleaning and sterile processing. Three stardrive screwdrivers, have all become worn and no longer are capable of picking up screws. One mesh plate cutter is broken into two parts at one of the end pieces. One hexagonal screwdriver is broken and missing the tip. There was no patient or procedure involved. This is report 6 of 6 for (B)(4).